Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had poor coupling while charging. The patient was asked to reposition the antenna over the ins and to use antenna locate. This resolved the issue. The caller was able to get 8 bars, but then slipped to 6 and then 4 bars. The patient reported that the ins moves in the pocket. The patient reported that the ins slipped towards the spine and moves in the pocket. The importance of antenna placement, efficacy while recharging, and that it is ok to charge while the ins is in. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.